Event description:
On 4/15/97, the facility nurse informed the sales rep of the following: the device tubing was leaking at the connection between the device and the proximal end of the tubing. Apparently, the tubing was damaged, cracked or was severed open and had been leaking. No further details were provided at this time.